Event description:
A neurosurgeon reported to the distributor that the product involved is duramatrix-onlay conform, stating that "four patients now have come back presenting with headaches and one had a seizure". The neurosurgeon noted "all cases were craniotomies. "One was a tumor, meningioma, middle fossa/csf leak, and subdural. This complaint pertains to patient #3, who underwent a craniotomy and subsequently experienced a headache and seizure. Postoperative imaging revealed inflammation around the dural graft site. The patient was diagnosed with fluid accumulation and infection, necessitating a return to the or approximately one month post op. Additional information was received on 07/07/2025. The lot number and item number have been provided. The initial surgery was on (B)(6) 2025. Approximately two weeks later, the patient developed headaches, seizures, and dysarthria. Mr imaging showed dural enhancement with epidural fluid collection. There was a concern for active seizures, and the patient was started on medical therapy. The patient underwent repeat surgery on (B)(6) 2025 (repeat craniotomy for exploration) as the fluid collection did not decrease. Dura and dural graft were reportedly noted to be thickened. Cultures were taken which were positive. Patient overall did well. Based on the confirmed infection, repeat surgical intervention, and identification of the lot and item number, this complaint is reportable. However, clarification regarding the culture results, patient status post-revision, and attribution of procedural context to this specific case have not been provided.